Event description:
The event is reported as: complaint alleges that the nebulizer would not mist or aerosolize. Alleged defect occurred during medication treatments. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.